Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on 03/23/2014, a 2.5x18mm xience prime stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion. On (B)(6) 2016, the patient was hospitalized for chest tightness and another stent was implanted in the proximal circumflex (cx) coronary artery. The event resolved and the patient was discharged from the hospital on (B)(6) 2016. Per physician, the event was possibly related to the device. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). Per physician, the event was unrelated to the xience prime stent and unrelated to the index procedure. There was no restenosis and no device malfunction. Based on this new information, this event would not be MDR reportable.

Event description:
Subsequent to the previously filed medwatch report, additional information was obtained: per physician, the event was unrelated to the xience prime stent and unrelated to the index procedure. There was no restenosis and no device malfunction.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, angina is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect(s) of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.